Manufacturer narrative:
The complete manufacturing and material records for the mitroflow aortic pericardial heart valve, model 12a, size 25, s/n # (B)(4), were pulled and reviewed by quality control at livanova canada corp. The results confirmed that each manufacturing and inspection operations were followed and this valve satisfied all material, visual, and performance standards required for a mitroflow aortic pericardial heart valve, size 25, at the time of manufacture and release.

Event description:
The manufacturer was notified on 02 feb 2016 that a mitroflow valve was explanted due to stenosis and ejection fraction of 45%. Aortic valve replacement with a bioprosthesis carpentier edwards magna ease size 23.